Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217527887, was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was broken at 1.65 inches from the lemo connector. No ECG signal wires were broken inside the shaft. The tip and loop section were intact with no issues. In conclusion, a broken shaft was observed through visual inspection. The reported shaft kink was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, when taking the mapping catheter out of the package the connector piece on the proximal side was noted to be in a twisted shape and the package was bent. When the mapping catheter was removed from the package a kink was observed. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.